Event description:
During a laparoscopic gastric bypass procedure, the device did not complete staple and cut line on 7th firing. Not noted how case completed. No patient consequence noted.

Manufacturer narrative:
H6: firing mechanishm damaged. Evaluation summary: the analysis results found that the instrument was returned with the firing trigger jammed halfway and with a cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 6/8 fired and the left side was 1/4 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found without any damage. The instrument was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the short rack teeth were found broken. No functional test was performed.